Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for mfg revealed no complaint related issues. The product eval revealed the product was in good condition. The instrument corresponds to drawing and processes at the time of manufacture. The trial implant functioned on examination normally. It is concluded that the malfunction was due to handling error.

Event description:
During milling with the trial implant for a prodisc-c case at c3-c4, there was vibration in the device which caused the trial stop to loosen. Loosening of the trial stop created more space between the trial stop into the vertebral body, which could have potentially pushed the device too far posteriorly into the spinal canal. Surgeon viewed x-rays intra-operatively to monitor the advancement of the trial stop into the vertebral body. Procedure was completed. Device is a part of an eval set - order# (B)(4)6.